Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a rise in b attery impedance in february of 1997. The patient did not show up at the next scheduled 3 month folllow-up and in november of 1997, the device exhibited a loss of telemetry and capture.~~